Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lv lead was found to have dislodged. It was noted to be the second time the lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported. This crt-d remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited several pacemaker mediated tachycardia (pmt) episodes and resulted in inhibition of left ventricular (lv) pacing. Additionally, the crt-d and another manufacturer's lv lead exhibited varied pacing impedance measurements from 1,400 to 578 ohms. The pmt episodes were suspected to be inappropriate. Boston scientific technical services (ts) discussed troubleshooting options to determine if it was true pmt. No adverse patient effects were reported. This product remains implanted and in service.